Event description:
While the patient was being cardioverted, there was a spark from the defibrillator pads witnessed by provider, echo, and anesthesia. The pads were immediately removed and saved for evaluation. Cath lab management was made aware of the spark from the defibrillator pads. The patient's wounds were assessed. Prior to the cardioversion, the pads were placed correctly on the patient, I made sure there wasn't any hair or lotion on the chest or back.